Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this newly implanted left ventricular (lv) lead exhibited oversensing which resulted in pacing inhibition. Technical services (ts) discussed reprogramming options, including turning lv sensing off and to consider right ventricular (rv) pacing only. Additionally, ts suggested x ray imaging to verify if the lv lead had become dislodged. Additional information is being requested from the field. This lv lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this newly implanted left ventricular (lv) lead exhibited oversensing which resulted in pacing inhibition. Technical services (ts) discussed reprogramming options, including turning lv sensing off and to consider right ventricular (rv) pacing only. Additionally, ts suggested x ray imaging to verify if the lv lead had become dislodged. Additional information is being requested from the field. This lv lead remains in service. No adverse patient effects reported. Additional information indicates the lead was revised and programmed off due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A blockage was encountered at approximately 0.930mm from the terminal end, most likely from blood or body fluid in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this newly implanted left ventricular (lv) lead exhibited oversensing which resulted in pacing inhibition. Technical services (ts) discussed reprogramming options, including turning lv sensing off and to consider right ventricular (rv) pacing only. Additionally, ts suggested x ray imaging to verify if the lv lead had become dislodged. Additional information is being requested from the field. This lv lead remains in service. No adverse patient effects reported. Additional information indicates the lead was revised and programmed off due to dislodgement. No additional adverse patient effects were reported.